Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds. Coagulated blood was present within the introducer sheath. During functional analysis, resistance was experienced while attempting to advance the pc400 through its introducer sheath due to the offset coil winds. Consequently, the penumbra investigator inadvertently fractured the introducer sheath near its proximal end. Conclusions: evaluation of the returned pc400 revealed offset coil winds near the proximal end of the embolization coil. If the device is forcefully advanced against resistance, damage such as offset coil winds may occur. These offset coil winds likely contributed to the reported resistance experienced while re-advancing the device within its introducer sheath. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery penumbra coil 400s (pc400s). During the procedure, the physician placed thirty seven pc400s and three non-penumbra coils in the target vessel using a lantern delivery microcatheter (lantern). Next, the physician advanced a new pc400 through the lantern, but retracted the pc400 into its introducer sheath in order to reposition it. The physician then experienced resistance just after re-advancing the pc400 within its introducer sheath; therefore, the pc400 was removed. The procedure was completed using additional pc400s, other coils and the same lantern. There was no report of an adverse effect to the patient.